Event description:
It was a reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced phrenic nerve injury that resulted in permanent damage to right side of diaphragm. It was reported by the biosense webster inc. (Bwi) representative that an adverse event occurred. The event did not occur during the procedure itself. It was discovered on a chest x-ray on (B)(6) 2023, one week post-ablation. During the procedure itself, the patient had a normal chest x-ray prior to ablation. At that time, there were no notable issues or symptoms. The physician believed that the injury to the right side of the diaphragm indicated a phrenic nerve injury and believed it was due to the ablation procedure. The physician believed the injury was due to the ablation in the right upper pulmonary vein. No other devices or techniques were used to confirm the injury. The injury was irreversible, and no intervention can be provided. The catheters had been discarded. Therefore, no details regarding the catheter were available. The physician¿s opinion on the cause of this adverse event was that it was patient condition and procedure related. The outcome of adverse event is unchanged. Force visualization features used: graph, dashboard, vector and visitag. Parameters for stability used with visitag module: 3 mm distance change, 3 s time, 25% force over time, minimum force 3g. Additional filter used with the visitag: ablation index only. Color options used: ablation index.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).